Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit had touch screen problems. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the device on-site and the problem was confirmed. The fse found the fault on the top of the touchscreen and that it would not select the keys. In order to fix the issue, the fse disassembled the monitor and replaced the touch screen. Touch screen calibration was performed as well as functional checks and diagnostic tests. Repair was completed. The device had passed all performance and safety tests according to specifications. The device was returned to the customer and cleared for clinical use.